Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was being admitted in the hospital for an unrelated reason. A remote transmission was sent via merlin transmission indicating lead noise on the right ventricular lead due to morphology of qrs complex. Programming changes were completed on (B)(6) 2019 and no episodes were seen the next morning. Patient condition was stable.